Event description:
Reportedly, the stent was deployed into the sfa, however the doctor noticed that the stent was too short and hadn't covered the legion completely. The doctor implanted a second stent with a slight overlap to ensure complete coverage of the lesion. No pt issues were reported as a result of this event.